Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir was broken off. Customer's blood glucose level was 286 mg/dl. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.